Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qammlk, and no non-conformances related to the reported complaint condition were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the needle comes off very easily." Could you please confirm the quantity of devices that presented needle pull off from suture during this single procedure being reported? Did the pull off occurred during use on the patient? Or did it happened upon handling/dispensing before use on the patient? Please specify. Procedure name and date? Did needle pull off from suture occurred during multiple procedures? If yes please specify quantity of devices involved during each procedure. Were these previously reported to ethicon? Can you provide a product complaint number? If not previously reported, please provide procedure date, product code, lot number, quantity involved in each procedure, event description stating when each involved device had a needle pull off from suture issue in the procedure. Were there any adverse patient consequences. Note: events reported in 2210968-2021-04499, 2210968-2021-04500, 2210968-2021-04501, and 2210968-2021-04503. " trade name - irgacare¿, " active ingredient(s) triclosan, " dosage form suture/solid/parenteral, " strength = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came off very easily. There were no adverse patient consequences reported. No additional information was provided.